Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The on site engineer reported the machine to be "faulty" and no additional inspection or repair information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a ak 98 machine, the patient was found unconscious and had a blood pressure reading of 72/68 mmhg. Treatment was stopped and the blood was returned to the patient. The blood pressure was then measured at 89/65 mmhg and the patient was reported as "slightly better". There was no report of a medical intervention associated with the event. The patient restarted treatment on a different device and no issues were noted. It was further reported that an external leak was found on the device. No additional information is available.